Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =the complaint states: ¿dr used item code 3095040 smartset ghv gentamicin bone cement for his total knee replacement case on november 27, 2020, he found the texture of cement was very soft after 15 minutes mixing, the condition was not as same as before. So he would like to know is this batch of cement has problem, and hope our team to investigate about it.¿ the complaint describes cement that is not set after 15 minutes. Retained samples were tested in a temperature and humidity-controlled laboratory. Mean dough time: 0 min 45 sec. Mean setting time: 10 min 45 sec. Mix characteristics: firm. Handling characteristics: soft. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed and inadequate handling characteristics is included as a possible failure mode . In each case the risk is considered as low as possible and cannot be further mitigated. IFU-0630004 rev 3/ b was reviewed. The directions for use section states that bone cement is heat sensitive and that variations in humidity and will affect cement handling characteristics and setting time. It also advises that handling characteristics may vary if the cement components and mixing equipment are not fully equilibrated to 23°c before use and recommends that unopened product is stored at 23°c for a minimum of 24 hours before use. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot = device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 october 2021.

Manufacturer narrative:
Product complaint #: (B)(4). Details for gentamicin component of combination product: dmf#: (B)(4); trade name: gentamicin sulphate; active ingredient(s): gentamicin sulphate; dosage form: powder; strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr used item code 3095040 smartset ghv gentamicin bone cement for his total knee replacement case on (B)(6) 2020, he found the texture of cement was very soft after 15 minutes mixing, the condition was not as same as before.